Event description:
Patient reported "capsular contracture, baker grade IV" . This record is for the right side. The device explanted and replaced.

Manufacturer narrative:
Corrected data: g.3. Aware date in the initial medwatch should have had the year listed as 2025.

Event description:
Patient reported "capsular contracture, baker grade IV" . This record is for the right side. The device explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-17535. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.